Event description:
Patient reported experiencing hypoglycemic symptoms, during which her blood glucose measured 159 mg/dl on the suspect device. Based on symptoms, emergency medical services were reportedly contacted on patient's behalf. Upon their arrival, an unspecified time later, patient's blood glucose reportedly measured 60 mg/dl, on paramedics' blood glucose monitor. Patient stated that, while en route to the hospital, her blood glucose dropped to 30 mg/dl (on paramedics' monitor). Patient was reportedly treated with food, after which she was discharged. Patient's current condition: "fine." Quality control testing had not been performed on the system. At the time of the report, patient had already disposed of the test strips and blood glucose monitor in use at the time of the event. No product was returned to the manufacturer for evaluation.